Manufacturer narrative:
The investigation is still in progress. A supplemental report will be submitted after completion. Please see related MFR reports: 1221359-2021-00232.

Event description:
The customer reported seventeen unconfirmed false negative results with the ID now covid-19 assay. This report represents the sixteen events where specific event details were not provided, therefore, this is one of two reports. The customer reported sixteen unconfirmed false negative results on a direct kitted nasal swab of both nostrils with the ID now covid-19 assay. Pcr confirmation testing was conducted but results were not provided. Although requested, no additional information, including patient information, treatment, outcome or impact was provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.